Manufacturer narrative:
Prior to release, inspiratory/expiratory resistance test are performed at ambu for all spur® ii products to ensure performance according to specifications. The risk is included and evaluated as acceptable in the product risk evaluation. For one of the cases, the device has been returned to ambu for investigation. For the other case, the device was discarded. Both incidents occurred at the same hospital, was reported by the same health care professional and occurred using product from the same lot. The returned device was tested and fulfilled specifications for both inspiratory and expiratory resistance. The patient valve was tested and all results are within the specification for the requirements from iso (B)(4). In the instructions for use, the following is described: always inspect the resuscitator and perform a functional test after unpacking, cleaning, assembly and prior to use. As part of the functional test, squeeze and release the resuscitator a few times to ensure that air is moving through the valve system and out of the patient valve. Always watch the movement of the chest and listen for the expiratory flow from the valve in order to check the ventilation efficiency. By adding accessories, it may increase inspiratory and/or expiratory resistance. Do not attach accessories if increased breathing resistance would be detrimental for the patient this MDR is resubmitted again as it was identified that original submission had not been successfully loaded into the FDA database due to wrong file format. The initial MDR of this incident was submitted to the FDA within the original reporting deadline. This submission represents a reload of data to ensure correct upload to the FDA database.

Event description:
During ventilation using the spur ii of two intubated patients, the expiration was obstructed. The user reported that the two patient was over-inflated, and that caused prolonged cardiopulmonary resuscitation for on one of the patients and massive circulatory insufficiency for the other patient. The two incidents occured the (B)(6) and (B)(6) 2019. The over-inflation of the patient was detected and counteracted for. Patient outcome was not affected.